Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break in the extension set tubing was inconclusive due to the sample condition. Two photographs of a powerloc safety infusion set were returned for evaluation. In both photographs, the sample was in a biohazard sample bag with a dressing. Consistent with the event description, the device contained evidence of clinical use. No breaks or splits in the tubing were evident in the photographs. However, it is possible that there were splits present but just not visible either due to being obscured by the dressing in the bag or not being visible due to light reflection caused by the sample being in a bag. As the submitted photograph did not contain enough information to confirm the event or identify a specific root cause, this complaint will be recorded as inconclusive. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer two incidents of the powerloc max needles cracking, within the tubing. Both cases occurred on pediatric patients receiving blyncito infusions for cancer treatment. Both patients have lost the opportunity to complete treatment and experienced complication from disconnection. The cracks/leaks did not cause exposure concerns to patients and surroundings. These incidents occurred on the 5th and 6th days of infusion treatment. This report addresses both devices. No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.